Event description:
It was reported that a review of the presenting rhythm for this cardiac resynchronization therapy defibrillator (crtd) revealed the rhythm was atrial fibrillation (af) at 157 beats per minute (bpm). The atrial tachy response (atr) rate was at 160 bpm. The device was tracking the rhythm but was dropping every third ventricular pacing (vp) due to the post-ventricular atrial refractory period (pvarp) putting the atrial sensing (as) into a refractory state. Consequently, this rhythm should have likely switched modes and not attempting to track. Technical services (ts) was consulted and recommended lowering the atr rate from 160 to 150 bpm. This crtd remains in service. No adverse patient effects were reported.

Event description:
It was reported that a review of the presenting rhythm for this cardiac resynchronization therapy defibrillator (crtd) revealed the rhythm was atrial fibrillation (af) at 157 beats per minute (bpm). The atrial tachy response (atr) rate was at 160 bpm. The device was tracking the rhythm but was dropping every third ventricular pacing (vp) due to the post-ventricular atrial refractory period (pvarp) putting the atrial sensing (as) into a refractory state. Consequently, this rhythm should have likely switched modes and not attempting to track. Technical services (ts) was consulted and recommended lowering the atr rate from 160 to 150 bpm. This crtd remains in service. No adverse patient effects were reported. Additional information was received, the health care professional (hcp) requested a review of the presenting electrogram (egm), as the patient was most likely symptomatic as the patient performed a patient initiated interrogation. The hcp also noted that the atr trigger rate was recently lowed to 150bpm. Ts provided a review of the presenting egm noted that the patient could be symptomatic with the upper rate tracking. Ts suggested reprogramming options such as decreasing the atr trigger rate to 140. This device remains in service. No additional adverse patient effects were reported.